Event description:
It was reported to philips by a customer that the unit's nav-ring is not working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit's nav-ring failed. The rse action assignment to have fse dispatched to have unit repaired. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The field service engineer replaced the front bezel according to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was functionally tested and successfully passed all testing. The unit was returned to service. Upon further investigation, the following issue was discovered during the preventative maintenance testing. Therefore this complaint no longer meets reportability requirements.